Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to the clinic for routine follow up showing loss of capture and decreased sensing. Patient was asymptomatic. Diagnostic imaging revealed the lead had migrated forward and perforated. Lead was revised and capped on (B)(6) 2016. Patient was stable before, during and after the procedure.